Event description:
A week earlier the volume and specific gravity display on station 3 showed no display, the unit was shut off and not turned on until 1/27 when the displays were working corectly. Frequently, pressure applied to an lcd display will make it work again. Since the unit was working correctly and since the user was comfortable using the unit, it was not swapped out. No pt involvement.